Event description:
The patient was implanted with herniamesh t-sling on (B)(6) 2012. Later the patient experienced urinary retention and proteinuria. Between (B)(6) 2012 unable to void post operatively; foley catheter reinserted during hospital stay and sent home with the foley catheter. A revision of the t-sling was performed on (B)(6) 2012. Between (B)(6) 2013 protein in the urine; a cystoscopy was performed with no erosion seen.